Event description:
On (B)(6) 2011, patient reported she is having problems with the up button on her infusion device responding intermittently. Patient stated she has to push the up arrow button harder and more frequently in order to get it to respond. Patient reported the issue began intermittently over the last month. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.